Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console presented no aspiration during a vitrectomy procedure. The vitrectomy probe was changed but the console did not prime. The console restarted and it did not prime again. The surgery was completed after replacing the console with another one. There was a slight delay in the procedure time. The patient experienced suprachoroidal hemorrhage as the result of the delay. The patient's symptoms are resolving. Additional information has been received clarifying that the scheduled procedure was "phaco cataract extraction and intraocular lens implant" surgery. The patient was transferred to neighbor facility and underwent vitreo-retinal procedure for the suprachoroidal hemorrhage. The patient is making a promising initial recovery. This is first of two reports for this reported event.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system. The company service representative verified system message (sm) [vacuum check failed] in the system event log but was unable to confirm the issue of no aspiration. The company service representative was unable to replicate the reported event. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The system was found to exhibit no functional issues; therefore, the root cause of the reported events of no aspiration and a priming failure is inconclusive. Based on the information obtained, the root cause of the reported events is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).